Manufacturer narrative:
E1 field: establishment name: (B)(6). The device was not returned to olympus for inspection. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the concentration checks had not been implemented during reprocessing of the cyston-nephro videoscope. It was found that the facility did not routinely perform concentration checks, and acecide was replaced after 5 days had passed. There were no reports of patient harm.